Event description:
Complainant alleged that the medics responded to a call for a pt who had suffered a witnessed cardiac arrest. The medics determined that the pt was presenting a ventricular fibrillation heart rhythm. The medics analyzed the pt's heart rhythm with the device in AED mode, but the screen displayed "ECG too large" and "ECG too small" messages. The medics reported that they believe that the pt did not receive any shocks. The pt subsequently expired.